Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. An 18 fr cook introducer sheath was used to advance a contralateral leg component up the pt's left side. The sheath became stuck the left iliac artery. The physician attempted to advance the device without the sheath but the device would not advance. The sheath was pulled out of the pt with no complications; however, the graft came off of the catheter and was stuck in the left iliac artery. A cutdown was performed to remove the graft, and the pt tolerated the procedure. The pt developed cold foot post-procedure and had an embolectomy and a fem-pop bypass. The pt then developed heparin induced thrombocytopenia. A few days later, the pt was discharged in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. An engineering eval is being conducted.